Manufacturer narrative:
Customer service provided the customer with instructions for part/accessory use, care and maintenance. Additionally, the customer was sent replacement connectors and was advised to consult a lactation consultant or physician. In follow up with a medela clinician via email on (B)(6) 2017, the customer stated that she is using alternating creams, including, clotrimazole with betamthasone, muperocin and lanolin. She is also taking culturelle, but does forget to take it a lot of the time. Her thrush is on and off. The medela clinician indicated that thrush can take quite a bit of time to resolve and advised that she be diligent in treating it and provided some online resources for her to use, to which the customer responded that she doesn't have the time to research. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2017, the customer alleged to customer service that was having difficulty cleaning the connector for her pump in style starter breast pump, which is 3 years old. She reported that she has thrush, which comes and goes, and was instructed by her doctor to use a bottle and electric pump. She indicated that this is not her first baby and that she has always had this issue.